Event description:
Citation: walter a. Wohlgemuth, et al. The retrograde transvenous push-through method: a novel treatment of peripheral arteriovenous malformations with dominant venous outflow.cardiovasc intervent radiol (2015) 38:623-631 doi 10.1007/s00270-015-1063-x. Published online: 12 march 2015. The following report was received by medtronic (covidien) through review of literature: one patient had an asymptomatic recurrence of the arteriovenous malformations (avm) 12 months after the last intervention which was confirmed by ultrasound and magnetic resonance imaging (MRI). In this patient, the most proximal part of the draining vein was not completely filled. Thus, a small part of the nidus gained reconnection to the draining venous system during follow-up. In this patient, another transvenous embolization was successfully performed. There were a total of 11 symptomatic patients, 8 of which were female, with a mean age of 31.4 years included in this group.

Manufacturer narrative:
Http://link.springer.com/article/10.1007/s00270-015-1063-xthe onyx was not returned for evaluation as they were consumed in the events. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).

Manufacturer narrative:
(B)(4).